Event description:
It was reported that during an unknown procedure, the clips would not close properly and some of the clips were ejected across the room. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.